Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73l1700004 investigations did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after ligating a blood vessel, a user tried to release the applier from the clip but could not. Then he/she used grasping forceps to separate the clip from the applier. The blood vessel was confirmed to be properly ligated. In an attempt at next ligation, a clip was unable to load into jaws and appeared to be stuck in shaft of the applier. As a result, the user stopped using the applier and another applier was used instead. There was no reported patient injury.

Event description:
It was reported that after ligating a blood vessel, a user tried to release the applier from the clip but could not. Then he/she used grasping forceps to separate the clip from the applier. The blood vessel was confirmed to be properly ligated. In an attempt at next ligation, a clip was unable to load into jaws and appeared to be stuck in shaft of the applier. As a result, the user stopped using the applier and another applier was used instead. There was no reported patient injury.

Manufacturer narrative:
Qn# (B)(4). Per DHR the product auto endo5 ml lot# 73l1700004 was manufactured on 11/06/2017 a total of (B)(4) pieces. Lot was released on 11/10/2017. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample is for this tc and tc (B)(6). The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was received with its trigger partially engaged and a clip partially loaded incorrectly. Reference file (B)(4) for investigation photos. The returned sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. First, the trigger cycle was completed for the partially engaged trigger and the partially loaded clip fired incorrectly since it was loaded incorrectly. Another attempt was made. The next clip was found to be broken. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The other remarks: clip stacking could cause clips to break inside of the channel, as was the case for this sample, and can also prevent the clips from properly loading into the jaws. The sample was received with 12 clips remaining in the channel indicating that 3 clips were fired by the end user. Based on functional testing, the complaint issue is confirmed. However, it could not be determined exactly how or when the clips became out of position. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused the complaint issue. The reported complaint of "clips stuck in applier" was confirmed based upon the sample received. One device was returned. The device was received with 12 clips remaining in the channel indicating that 3 clips were fried by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which would prevent them from loading properly into the jaws of the device. The clip stacking also caused a clip to break inside the channel. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.